Event description:
Reportedly, the pacemaker device involved in this MDR report was explanted because of intermittent pacing failure. It should be noted that this device was listed in group no. 1 of the field safety notice issued in 2005, related to metal migration of symphony / rhapsody. This field action was recorded.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside of the united states. The device analysis is pending.